Event description:
A nurse reported that the screw is stripped on the open spine clamp. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The screw head and threads are not stripped as reported. The threads have some debris in them, but the movement appears to be normal. The clamp face is slightly bent to one side, but this does not affect function either. No fault found. A replacement part was sent to the site on (B)(4) 2012.